Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient feeling fatigue presented in-clinic, episodes of non-sustained rv oversensing due to myopotential oversensing was observed. The oversensing was able to be reproduced with deep breaths. Programming changes were made and the oversensing was not seen with the deep breathing. The patient was stable and will be monitored. The device remains implanted.